Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that on the 2nd or 3rd day of wearing the supplies, the cartridges become sticky near the bottom. The customer successfully loaded a new cartridge. There was no impact to the customer's blood glucose level. The customer reported that the pump would continue to be used for insulin therapy.